Event description:
It was reported that during the implantation procedure upon tightening the ventricular setscrew only one "click" was heard. A second screwdriver was used to reattempt tightening the setscrew, but again the screwdriver only rotated within the setscrew cavity without the clicking. The ventricular lead/pin connection seemed tight during tug tests and electrical measurements, therefore the device/system was implanted. It was reported that the patient was checked the next day and everything was normal.

Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. (B)(6) 2011, (B)(4) since the device remains implanted, the device history records were reviewed. (B)(4) the records and the x-ray taken at the end of the manufacturing process did not identify any abnormality. No conclusion can be drawn.

Manufacturer narrative:
(B(4) 2011. A response from the manufacturer is pending. Device remains implanted.

Event description:
It was reported that during the implantation procedure upon tightening the ventricular setscrew down, a "click" was not heard. A second screwdriver was used to reattempt tightening the setscrew, but again the screwdriver only rotated within the setscrew cavity without the clicking. The ventricular lead/pin connection seemed tight during tug tests and electrical measurements, therefore the device/system was implanted. It was reported that the patient was checked the next day and everything was normal.